Manufacturer narrative:
The aborted procedure took place on (B)(6) 2017. The date of onset of the iop elevation is unknown, but was reported to be postoperatively. The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iop elevation is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that a stent procedure on (B)(6) 2017 was aborted due to poor visibility. Clinical follow-up was requested and on 04/27/2017 the surgeon provided the following additional details. The patient¿s iop remained elevated and required additional medications, selective laser trabeculoplasty, and probable trabeculectomy. Implantation of the stent was precluded by patient anatomy. Postoperatively the patient had transient bleeding which resolved on its own. Additional information has been requested.